Manufacturer narrative:
The excor blood pump, s/n 1(B)(4), was in use by the patient from (B)(6) 2020 until (B)(6) 2020 (200 days). We have reviewed the production records of the excor blood pump, s/n (B)(4). This pump was produced according to our specification. The blood pump is designed with a triple layer membrane separating the air chamber from blood chamber for safety reasons. The entire membrane consists of an air-side layer, a middle layer and a blood-side layer. In case of disruption in one of the triple layers, there are two more layers that will maintain the integrity of the air and blood chambers. The affected blood pump has not been returned to the manufacturer yet. A detailed investigation report will be provided as soon as it becomes available.

Event description:
Berlin heart was contacted by the clinic to report a suspected membrane defect in the left excor blood pump of a patient supported in the bvad configuration. The clinic reported that the blood-side layer of the triple layer membrane came in contact with the pump housing during pump performance. Berlin heart recommended a pump exchange. The affected blood pump was exchanged in the clinic by trained personnel. The exchange was performed without complications and the patient is doing well.

Manufacturer narrative:
In the initial MDR, a correction is being made. In section d4. Catalog number should be p10p-001, not be p10p-001x02.

Manufacturer narrative:
During initial visual examination of the returned blood pump, red-brown deposits were seen between the membrane layers, confirming the customer complaint. The blood pump was then tested for functional performance where it did not meet its pumping specification. The pump was then disassembled for further testing and the membrane layers were individually tested. A tear was detected in the blood-side layer, located at the edge region of the membrane layer. Additionally two leakages were detected in the middle layer, in the center of the membrane. The air-side layer was found to be intact. Dried blood deposits were detected between the membrane layers. The thickness of all three layers of the triple layer membrane were re-measured at defined points. The thickness of the middle layer and the air-side layer was found to be within specification at all defined points. In the area around the leakage in the blood-side layer, the thickness profile was found not to be homogenous, at the time of the re-measurement. The cause of the leakage in the blood-side layer was an inhomogeneity in the membrane thickness of this layer. If the thickness distribution across a single membrane layer is not homogeneous, there is the possibility that during pump function, the stresses in the material at the points of lower membrane thickness are higher than in the other areas of the membrane. In this case, this led to a leakage of the membrane at this location. The cause of the leakages in the middle layer of the triple layer membrane was most likely due to an abrasion between the layers. This caused increased friction at points, which finally led to the defect in the middle layer.